Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came in to upgrade the audio processor (ap) after his previous ap broke. The user has not been able to hear any sound since that time.

Event description:
The user came in to upgrade the audio processor (ap) after his previous ap broke. The user has not been able to hear any sound since that time.

Manufacturer narrative:
Based on the available information from the field, a technical implant failure seems likely. However to determine an exact root cause, device investigation at the explanted device would be necessary. No date for a possible re-implantation date has been scheduled yet. This is a final report.

Manufacturer narrative:
Based on the available information from the field, a technical implant failure seems likely and it would explain the initially reported lack of benefit with the device. However, to determine an exact root cause, device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet. Reportedly, the explantation was done because the user's hearing has returned to normal and the device was anyway no longer needed. This is a final report.

Event description:
The user came in (B)(6) 2022 to upgrade the audio processor (ap) after his previous ap broke. The user has not been able to hear any sound since that time. Initially the user denied any falls or head trauma but according to additional information there was trauma to the device. In (B)(6) 2023 it was communicated that the user's hearing has returned to normal and this was the primary reason for the explantation in (B)(6) 2023.